Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital after experiencing symptoms of tiredness and pain across the chest. Upon interrogation, a drop in sensing and loss of capture with high threshold outputs was observed with the right ventricular (rv) lead. An echo showed that the rv lead had perforated the patient. Surgical intervention was performed and the rv lead was repositioned. No additional adverse patient effects were reported.